Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator system was explanted at the request of the patient. There is no complaint against the system. No additional adverse patient effects were reported. No new system was implanted.